Manufacturer narrative:
Representative samples containing 2 needles each have been received. All visual test requirements being met on the needles evaluated.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a femoral popliteal surgical procedure on (B)(6) 2016 and suture was used. During the procedure, coming to the end of anastomosis, where the vessel was extremely calcified, the needle became bended in the first pass through the tissue, then broke into two pieces after six passes and retained in the popliteal artery. After many attempts to get the needle out, it was decided to leave the needle inside the patient's body. The patient status is ok and he is in awake and walking. The surgeon opined that the contributing factor is very calcified vessel.